Event description:
Boston scientific received information that during an implant procedure, this pacemaker exhibited oversensed noise on the right atrial (ra) channel. The ra lead was removed from the header and reconnected, however noise was still observed. The physician then attempted to release any air and fluid from the seal plug. Noise was no longer observed following this troubleshooting. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.